Event description:
The customer reported to olympus, that there e315 error (suspected due to a light guide rod leaking) while using the evis lucera elite bronchovideoscope. The issue occurred during reprocessing for a therapeutic procedure (conventional alveolar lavage) and was completed with a similar device. There was no procedural delay and the patient was not under sedation at the time. There was no patient harm associated with the event.

Manufacturer narrative:
E1: (B)(6)hospital ((B)(6) hospital) - documented here due to maximum character limitation in the respective field. The device was returned and evaluated, and the customer¿s allegation was confirmed, due to defective plug unit and electronic board. There was also leakage in the venting connector, which resulted in immersion of the suction connector. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the e315 error (non-compatible endoscope) was water invaded the scope connector while the user was handling the device which led to abnormality of electronic parts. The event can be detected/prevented by following the instructions for use which state: ¿- when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. - do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.